Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: d4 - expiration date, and h4. Event description: it was reported, the handle of a ncircle tipless stone extractor loosened and caused issues in opening and closing the basket during a tul (transurethral lithotripsy) procedure. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was retuned for investigation. The device was returned in the shipping tray. The collet and collet knob were loose inside of the shipping tray. The device was returned with the handle and the basket formation in the open position. There was 2 cm of the coil assembly and the distal cannula protruding from the basket sheath. The support sheath was bent 5mm from the male luer lock adapter (mlla). The handle was reassembled using the collet and collet knob. The handle was rest and functional test determined the basket formation functioned properly. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed due to the handle being partially disassembled. The black collet knob and collet were separate from the handle and were returned in the device shipping tray along with the device. The collet holds the proximal end of the basket assembly in place inside the handle. Without the collet, the handle and basket assembly were not physically connected, preventing the basket from functioning. During assembly, the collet knob is tightened with a torque driver, and proper functioning of the handle is verified during manufacturing and quality control checks. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transurethral lithotripsy (tul) using a ncircle tipless stone extractor, the lock of cannula in the handle loosened after opening and closing the basket once. The user manipulated the black collet to fix the looseness, but this failed. A second ncircle tipless stone extractor was opened to completed the procedure. There were no adverse effects to the patient as a result of this occurrence.